Event description:
It was reported that the 9800 system locked up with a motion error during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, remote user interface board, and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.